Event description:
Healthcare professional reported device removal due to "itching and uncomfortable feeling." Device has been explanted. Affected side unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to "itching and uncomfortable feeling." Device evaluation: a visual and microscopic analysis was performed which identified striated opening on radius. Base on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported device removal due to "itching and uncomfortable feeling." Device has been explanted. Affected side unknown.